Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site while sleeping. The customer¿s blood glucose (bg) level was 41 mg/dl. Customer consumed carbohydrates to address low bg. Customer alleged that the fill tubing initiated on its own. Tandem technical support reviewed the pump history was able to verify that the fill tubing initiated by the user. Customer maintained allegation that fill tubing initiated on its own. Customer reverted to manual injections for insulin therapy.